Event description:
A consumer reported sore eyes, irritation, and redness after using this product. She stated the symptoms were worse in the left eye. The pt went to the emergency room and was treated with eye drops, which improved her symptoms. In a f/u, the consumer reported: severe discomfort, severe redness, significant loss of vision, severe pain, light irritation, burning, and stinging, and severe watering in both eyes, as well as arc mark around the iris, headache, dizziness, loss of balance, and swollen eyes. She was also seen by her optometrist. Per consumer, the doctors agreed this was not a reaction, and that damage occurred to the eyes. In a f/u, the optometrist reported the pt presented with "reddened, painful and photophobic" left eye. The product discontinued, the pt was treated with medication, and the event resolved. He indicated that the product was probably related to the event.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Visual examination was conducted and dust-like particulates and light brown dirt-like smudges were found on the exterior of the bottle. The review of the compounding and filling MFR batch records did not show any anomalies that may have contributed to the complaint condition. Chemistry and microbial results, environmental, utility, bioburden, and sanitation records were also reviewed and found to be acceptable. The incoming bottle and closure component lots were verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. This product lot met all release criteria prior to product release. There are no similar reports for the lot number. A completed questionnaire was received on (B)(4) 2012. (B)(4).